Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's drg ipg pocket to be superficial and protruding. The patient experienced pain due to the issue. Surgical intervention is planned to address the issue. Additional information indicated that the incision site for the drg ipg had opened and fluid was leaking out. Patient was advised to visit emergency room for inspection.

Event description:
Additional information received indicated that the patient was admitted to the hospital and diagnosed with an infection at the ipg site. The patient's drg system was later explanted on (B)(6) 2019. The patient was given IV antibiotics during hospitalization and was later discharged and prescribed oral antibiotics.

Event description:
Additional information received indicated that the infection has resolved.

Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.